Event description:
The following report was received from the clinical study: this pt presented an acute lateral myocardial infarction within 72 hours before the procedure. The target lesion, was a 90% in-stent restenotic lesion (after unknown bx velocity bms) that was 25mm in length in a 2.75mm vessel diameter. The (type c) eccentric lesion had an irregular contour and little to no calcification. The lesion was pre-dilated with a 2.5x20mm balloon at 8 atms before a 2.75x28mm cypher select plus stent was deployed at 14 atms. Post-dilation was conducted with a 3.0x20mm balloon at 20 atms due to sub-optimal results.

Manufacturer narrative:
This female in the registry experienced restenosis and myocardial infarction (mi) post implantation of a bx velocity bare metal stent. Both restenosis and mi are potential adverse events associated with coronary artery stenting. Risk factors that may have increased her risk for major adverse cardiac events included hypertension, hyperlipidemia and remote smoking. No clinical/procedural details, or dates, regarding the initial stent implantation were made available despite multiple attempts to obtain additional information. At the time of re-treatment, the restenosis was described as a type c lesion, 90% occlusive, and 25mm in length with 2.75mm reference vessel diameter. Treatment included implantation of a cypher select plus stent; residual restenosis was reported as 0%. The product remains implanted in the pt thus not available for evaluation. Additionally, as the sterile lot number was not available, a device history record review could not be performed. Conclusion: with the limited information available, it is not possible to identify contributing factors with any certainty; however, progression of the pt's existing coronary disease may have increased her inherent risk for these types of events. Please note: the vx velocity stent is no longer commercialized in the united states. Additional information regarding the deployment of the bx velocity stent is not known. Therefore, no further information will be forthcoming regarding this event.